Event description:
It was reported that this electrode was part of a system revision due to pocket infection. Reportedly, the patient had atopic dermatitis secondary to steroid therapy, with purulent infection at the site of the sleeve incision. There were no additional adverse patient effects reported. This electrode was explanted.